Event description:
It was reported that the lead migrated out of the epidural space and patient felt that the device was no longer providing stimulation. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
(B)(6). The returned lead was analyzed. Visual inspection revealed that the lead was cleanly cut into three pieces approximately 42 cm from the proximal end of the lead and the silicone at the paddle/lead tails junction is torn. It appears that the electrodes were torn off the paddle by pulling on the paddle lead bodies and cables when the paddle lead migrated. The allegation of inadequate stimulation due to lead migration has been confirmed. Damage found on the paddle lead is likely due to exposure to excessive tensile force when the lead migrated, resulting in electrode dislodgement and paddle damage. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the lead migrated out of the epidural space and patient felt that the device was no longer providing stimulation. The patient underwent a lead replacement procedure.